Event description:
Patient advised they have been through two sample boxes of vgos given to them at their doctor's offices and have had the issue of the vgo falling off throughout the day with nearly all the vgos, so they've had to use two vgos per day. The patient reported the adhesive strip is too small and they have a monitoring device that sticks to them just fine for 10 days at a time. So, they don't understand why the vgo keeps coming off. It was reported that a device sample was available for return to the manufacturer for evaluation. However, to date has not been received.